Event description:
The report rec'd indicated that during a coronary stent implant in the proximal left anterior descending (lad), the lesion was pre-dilated then the physician deployed the cypher stent to 18 atmospheres for 20 secs. Distal to the stent, towards the mid lad a dissection occurred. The dissection was treated with a bare metal stent by deploying a stent in the mid lad. The procedure was completed without further complications. There was very little info regarding how the dissection occurred; however, the physician considered the cause of the dissection was due to the target vessel features and the type of calcification. The target vessel was described as moderately calcified, moderately tortuous and presenting 90% stenosis.

Manufacturer narrative:
The prod is not available for eval, as it was implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info has been requested and will be submitted within 30 days upon receipt.